Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Root cause description: a root cause could not be determined as no samples or photos were returned for analysis. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the unspecified bd ¿ pen needle does not deliver the proper dose.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd ¿ pen needle does not deliver the proper dose.